Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. This is a case of instent restenosis. The lesion being treated was located in the severely tortuous proximal left circumflex artery. The physician advanced the 2.5x20mm maverick2 balloon to the lesion and inflated the balloon to 8 atms for 10 secs. Then the physician inflated the balloon to 14 atms on the second inflation and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with this balloon and the deployment of a taxus stent. Pt status is report as "good."